Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The fse performed research in service audits from which there is no evidence of problems of not signaling red alarms in the monitoring center in particular from the mx800 monitor of bed 6 for ventricular tachycardia or other red alarms. The fse also performed control with a prosim 4 ECG simulator as per the service manual of the mx800 monitor, with simulation of ventricular tachycardia and asystole that were reported in the monitoring center regularly. The fse noted that system was ready for use. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue mx800 patient monitor indicating that between 20:00 on (B)(6) 2025 and 08:00 on (B)(6) 2025 for bed 6, several qrs waves had not reported ventricular tachycardia. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.